Manufacturer narrative:
This report is submitted on march 04, 2022.

Event description:
Per the clinic, the patient developed an infection (biofilm on the implant) and was treated with IV antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient as of the date of this report.